Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) up and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery, no delivery alarms due to unresponsive button.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons and the customer was replacing the battery more often. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the insulin pump had nor delivery alarm. The insulin pump will not be returned for analysis.